Event description:
I am reporting breast implants and the utter havoc they have recked on my body. Chronic inflammation being #1. I have paid to have them removed and am much better. I feel I need a refund for trusting you when you said they were safe. They are not safe and have nearly destroyed me. FDA safety report ID# (B)(4).